Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the speed was unstable. A rotablator console kit was selected for use during a procedure. It was used along with a boston scientific hti regulator kit. It was noticed during the procedure that the rotation speed was not stable. Pressure adjustment was performed by using the regulator, and the rotation speed was adjusted, however during ablation the set rotation speed significantly increased or it significantly decreased. No patient complications were reported.the same issue occurred during a previous procedure as well, in total during two separate procedures. The cylinder and regulator had been previously replaced, without resolving the issue, so the console was suspected to be defective.